Event description:
It was reported that during a couple seconds of egms (electrograms) there were no markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was a waveform marker channel problem. It was noted that marker was not aligned appropriately in episode # 43301.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).